Manufacturer narrative:
Product event summary: one battery (bat320897) was returned for evaluation. The pump, controller, controller ac adapter, and two bat teries (bat321776 and bat320799) were not returned. No alarms have been logged since june 27, 2017. The maximum pump off time was estimated to be 4 minutes and 10 seconds. Additionally, log file analysis shows that the pump's power consumption was within normal operating parameters from june 27, 2017 through the event date. Additional products: controller 1.0 con093110 h3: yes dev rtn to MFR? No h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213, 3213 h6 FDA conclusion code(s): 12, 4315 battery bat320799 h3: yes dev rtn to MFR? No h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat321776 h3: yes dev rtn to MFR? No h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 unk controller ac (cac) adatper h3: yes dev rtn to MFR? No h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: a5a, a5b, b3, b5, d11, h10 this event was assessed and is being reported as part of a retrospective review of log file data. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 1.0 d4: controller 1.0 / con093110/ model #: 1403us / expiration date: unk UDI #: (B)(6). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c63025, c62859 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿battery d4: battery / bat320799 / model #: 1650 / expiration date: unk UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c133517 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿battery d4: battery / bat321776/ model #: 1650 / expiration date: unk UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c133517 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿controller ac (cac) adapter d4: controller ac (cac) adapter / unk/ model #: 1650 / expiration date: unk UDI #: (B)(6). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c63025, c133517 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two additional batteries were connected to the controller during a power-up and pump start event. The controller, batteries, and controller ac (cac) adapter remain in use.

Manufacturer narrative:
(B)(4). The returned battery passed visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (1) battery was returned for evaluation. Hvad pump, one (1) controller, two (2) batteries, and one (1) controller ac adapter with unknown serial number were not returned for evaluation. A review of the pump¿s manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The controller in use during the reported event, con093110, did not have the smr software. Analysis of the event log file revealed two (2) controller power up events on 28/jun/2017 at 16:18:13 and on 09/jul/2017 at 08:54:31. The data point recorded prior to the first loss of power revealed that bat320799 was connected to power port one (1) with 24% relative state of charge (rsoc) and bat321776 was connected to power port two (2) with 92% rsoc. The data point recorded after the first loss of power revealed that bat320897 was connected to power port one (1) and bat321776 was connected to power port two (2). The data point prior to the second loss of power revealed that an adapter was connected to power port one (1) and bat320897 was connected to power port two (2) with 36% rsoc. The data point recorded after the second loss of power revealed that bat320894 was connected to power port one (1) and bat320897 was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for a maximum of 11 minutes and 7 seconds, and 4 minutes and 10 seconds; respectively. Analysis of the alarm log file revealed one (1) critical battery alarm logged on 01/jul/2017 at 00:43:56 involving bat320897. In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Additionally, log file analysis revealed normal pump power consumption within the analyzed period. As a result, the reported critical battery alarm and losses of power were confirmed. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or intermittent disconnections on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation was initiated to investigate communication errors between the controller and batteries. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery, bat320897, was returned for evaluation. The pump, (B)(6), was not returned. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The controller in use during the reported event, con093110, did not have the smr software. The reported event was confirmed through log file analysis, which revealed one critical battery alarm involving bat320897 on july 1, 2017 at 00:43:56. The battery went from a high relative state of charge (rsoc) to 0%. This observation is indicative of a communication error between the controller and battery. Furthermore, review of log files revealed a controller power up event on july 9, 2017 at 08:54:31 and a motor start event immediately after at 08:54:36. The data point prior to the controller power up event, at 08:50:21, revealed that an active adaptor was connected to power port 1, and bat320897 was connected to power port 2 with 36% rsoc. The data point after the controller power up event, at 09:09:30, revealed that the controller was connected to bat320894 on power port 1 with 95% rsoc and bat320897 was connected to power port 2 with 33% rsoc. No alarms have been logged around since july 1, 2017. The maximum pump off time was estimated to be 4 minutes and 15 seconds. Additionally, log file analysis shows that the pump's power consumption was within normal operating parameters from july 1, 2017 through the event date. Based on log file analysis, the most likely root cause of the reported "critical battery" alarms can be attributed to a communication error between the controller and battery. The most likely root cause of the reported loss of power can be attributed to a disconnection of both power source, given that the ac adapter was exchanged for a battery. An internal investigation has been opened an investigation to address communication errors between the controller and battery. An investigation was initiated to investigate controller power up events. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional system component being reported for this event: battery/bat320897/ catalog number: 1650 / expiration date:03/31/2017. Di #: (B)(4). Expiration date: 07/26/2017. Yes returned to manufacturer. Date received by MFR: 03/31/2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced a critical battery alarm and pump stop while connected to battery bat320897.  Log files indicated a critical battery alarm occurred on (B)(6)2017 when the battery still had greater than 10% power.  In addition, a pump start power up was noted on (B)(6)2017 while the patient was on the ac adapter and battery.  The patient did not experience an alarm related to the pump stoppage.  The battery was exchanged.  No patient complications have been reported as a result of this event.